Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2011 and suture was used. The needle broke in half and was retrieved from the patient. There was no adverse consequence to the patient.